Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; she had to be taken to the emergency room by her son on (B)(6) 2016. She went the emergency room where discovered that she had ear/sinus infection (which was causing the headache). Blood glucose test result when at the hospital is 105 mg/dl. Customer left hospital on (B)(6) 2016.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 97 to 120 mg/dl. The customer reports symptom of headache. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 77mg/dl using true result meter and 83 mg/dl using the same meter. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 03/24/2019 and open vial date is 05/15/2016.